Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable drug infusion device. The drug being delivered was morphine (unknown), with an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that "the first one they had to put in 3 before something got right or something.¿ the event date was reported as (B)(6) 2000, the date of implant. There were no symptoms reported. There were no further complications reported/anticipated. *** refer to pe 702381925 (pump beeps) and 702081770 (running out of morphine) for omitted information***